Event description:
I was implanted with essure on (B)(6) 201. My procedure took place as outpatient surgery at a major teaching hospital under general anesthesia. The procedure was complicated due to device failure in the right tubal ostia, requiring a second attempt, which was considered satisfactory. No adverse event was filed. I was in pain on the right side when I woke up, and have been experiencing varying degrees of pain ever since. At first, it was what I would consider "nuisance", but has become severe enough to interfere with my daily life. I had to quit my job in (B)(6), due to my symptoms. In addition to abdominal pain, I have experienced painful sex, extreme fatigue, joint pain, and rashes since the procedure. In the last 10 months, I have a constant low grade temperature and bouts of abdominal swelling, loss of appetite, brain shocks, and swollen joints in my fingers. I went from visiting the doctor an average of 2 times per year, prior to my procedure, to 17 visits since essure was placed 2 years ago. I have also endured multiple blood work ups, 4 ultrasounds, a CT scan, pelvic x-ray, a month of physical therapy, a cortisone injection, an exploratory laparoscopy where adhesions were found and cut, and lupron to rule out endometriosis. The presence of adhesions has no explanation since I have not had abdominal surgery, pid, or any other common cause. My primary care doctor suggested a correlation between the coils and my ongoing health programs. My physical therapist suggested a possible foreign body reaction. I am now under the care of an obgyn and in the process of scheduling a hysterectomy to remove the coils and find relief from inflammation and severe pain in my abdomen/pelvis and hips. I am not able to fully function as a wife, employee, homemaker or mother and it is affecting my mental well being as well.